Event description:
Blood sugar on the meter said "hi". Pt who was using a novopen 3 (insulin delivery device) due to diabetes mellitus (type unknown), reported that they were hospitalized with an increased blood glucose level. At work the patient had been feeling "bad" and had been vomiting. Later in the evening the patient was still vomiting and in addition had difficulties concentrating. They measured their blood glucose level and the display read "hi". The patient stated that this means a blood glucose level of 40-45 mmol/l. Local physician advised them to call an ambulance. In the ambulance the patient was treated with fluid (not further specified) and in the hospital they were treated with insulin (type and dose unknown). Due to persisting ketones, the patient stayed in the hospital for 3 days and was discharged. The patient had been using a 1.5 ml durable device after which they started using a novopen 3. The patient had received instructions and performs airshots, but stated that they were unable to make the pen work. The patient uses another novopen 3 which works without problems. The patient stated that the pharmacy had two pens on stock, which did not work either. The patient was diagnosed with diabetes mellitus 33 years ago and has used actrapid for 15 years. The patient has recovered from the event.